Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (fph) service centre in (B)(4) and was inspected by a trained fph service technician. Our investigation is based on the service report provided by the fph service technician. Result: visual inspection revealed that there was no physical damage found with the subject neopuff. The performance test revealed that the manometer of the subject neopuff was out of specification. Conclusion: it is most likely that the out of specification manometer was caused by some sort of impact to the neopuff. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should be noted that the complaint device was more than seven years old respectively. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff unit was repaired and returned to the customer after passing all the necessary performance tests.

Event description:
A hospital in (B)(6) reported that the manometer of a rd900 neopuff infant resuscitator was not working. Service was requested. There was no patient involvement.